Event description:
It was reported that this patient received a red call doctor icon alert from their remote communicator and experienced data transmission difficulties. Boston scientific technical services was contacted and noted that the alert had been triggered due to high, out of range pacing impedance measurement (>2000 ohms) from the right ventricular (rv) lead. Technical services resolved the communication difficulties and device data was successfully sent. It was stated that this rv lead had exhibited chronic high impedance measurements for several months. The physician elected to continue with remote monitoring and normal follow-ups. At this time, the lead remains implanted and there were no patient consequences reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a red call doctor icon alert from their remote communicator and experienced data transmission difficulties. Boston scientific technical services was contacted and noted that the alert had been triggered due to high, out of range pacing impedance measurement (>2000 ohms) from the right ventricular (rv) lead. Technical services resolved the communication difficulties and device data was successfully sent. It was stated that this rv lead had exhibited chronic high impedance measurements for several months. At this time, the lead remains implanted and there were no patient consequences reported.